Event description:
The pt was to have dialysis done at a community dialysis center. The catheter was noted to be aspirating air and they were therefore unable to dialysize through it. The pt was not bleeding or in respiratory distress. The leak was found to be at the clamp site. A permcath revision was done on the device then the device was discarded.